Event description:
The set was removed from a pt leg by an r.n. Upon removal from the site, the r.n. Reported finding a small amount of dried medication under adhesive disk. The needle tip was also missing. X-ray confirmed a needle fragment remaining in the pt's leg. The physician has chosen to remove the fragment surgically.